Manufacturer narrative:
Product complaint # : (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 05/24/2016. Additional information: no information was obtained to date of the products used in the procedure.

Event description:
It was reported that during a gastroplasty procedure, reports that the purchased products failed during surgery, giving cause internal bleeding and they need to perform emergency surgery because of the risk of death. For this reason it would have faced two other surgeries, remaining hospitalized for fifteen days. He claims to have suffered along with their various emotional disorders and family paid a large sum for the surgical procedures necessary for their survival.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received: received english translation of the expert reports presented in this matter back in 2010. The patient was a 32 year old male who underwent a laparoscopic roux en y gastric bypass on (B)(6) 2001 which was converted to open due to intraoperative bleeding. Video of portions of the surgical procedure were reviewed by the expert surgeon. He noted ¿small surgical roof/low pneumoperitoneum, excessive fat and difficult to control bleeding.¿ on post op day 1, the patient was tachycardic and bilious fluid was noted in the drain so surgical exploration was undertaken. Surgical findings included a large amount of bleeding noted in the intestinal lumen, gastrojejunal anastomosis fistula and duodenal stump which were repaired with suture as well as ¿transfer of blood to the colon and drainage of the cavity.¿ post operatively, the patient was treated for infection, pneumonia, low output fistula and systemic inflammatory response and was discharged on 1/5/02. The expert conclusions taken from the report are as follows: it cannot be stated that there was an instrumental failure (stapler) regarding the non-release of staples by analyzing the filming presented. There was a need to convert laparoscopic to laparotomic surgical access for resolution purposes. Every medical act, especially of a surgical nature, is endowed with different risks, with complications inherent to each procedure. All of them are dependent on the health status of each individual, individual organic response, type of affection, nature of the operation, measures adopted, among others. Surgical complications can occur in any patient, in any hospital and with any surgeon, unpredictably and even inevitably. Clinical-surgical complications that occurred during hospitalization of the person subject to the expert, which were properly addressed and treated, are due to the organic condition of the person subject to the expert, the individual organic response to the instituted measures, intraoperative findings, complications of the surgical procedure, local factors and conditions, prolonged hospitalization, among others.